Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove the closure device and foot retraction problem were confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified and mildly tortuous left common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral percutaneous intervention. Reportedly, the foot did not completely close after suture deployment and resistance was felt during removal of the proglide device. The deployed suture was used to achieve hemostasis; however, bleeding continued and manual arterial compression was applied for 10 minutes to achieve hemostasis. It is possible that there was vessel damage. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.